Event description:
Patient status post superior clavicle plate with extension implanted on an unknown date returned to surgeon for follow up visit, an x-ray showed a non-union of the fracture. Patient was returned to operating room on (B)(6) 2012, hardware was removed and patient was revised to a competitor product. This is 1 of 9 reports for this event.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed, no conclusion could be drawn, as no product was received.